Event description:
It was reported that a pt underwent a cystocele repair procedure in early 2007. The pt experienced an extensive anterior vaginal wall erosion of mesh. The surgeon is planning an excision of the mesh and a hysterectomy for recurrent cervical prolapse during 2008.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.